Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41622 and the motor would not run. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
Date returned to mfg: 4/17/2024. One device was returned for evaluation. Visual inspection revealed a scratched lens and broken battery door. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the motor would not function and triggered the 41622 error code. The most probable root cause was determined to be a jammed motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.